Event description:
I had bilateral lasik, 4 months after surgery I had revision in right eye. Approximately 6 months after that, I was diagnosed with bilateral corneal ectasia. I have recently started wearing scleral lenses as a last resort before corneal transplant. FDA safety report is # (B)(4).